Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was unable to load software. During analysis the programmer booted up to an error. The hard drive was reimaged and updated software was loaded. Hard drive health was at ninety-nine percent, therefore the hard drive was replaced as a preventative. It was also indicated that the programmer was missing a stylus. The stylus was replaced and calibrated. It was also indicated that the printer roller gear teeth were damaged and therefore the printer drawer was replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported the programmer was unable to load. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.